Event description:
The ge oec 9600 fluoroscopy system would intermittently no produce x-rays. A system reboot would restore function.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and reloaded the flash to correct this malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported, because of this malfunction, that occurred during a procedure.